Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with intermittent back discomfort since falling from a scaffolding in 1999. Patient believes this may have stabilized around 2004 and returned in 2007 while digging a hole in the ground while at work. On (B)(6) 2007 patient underwent left l5-s1 microdiskectomy, placement of on-q catheter. (B)(6) 2008 l5-s1 microdiskectomy. (B)(6) 2008-presents to e.r. With boil on back post having a microdiskectomy at l5-s1 on (B)(6) 2008. (B)(6) 2008-xrays show minimal petrolisthes of l5 on s1 and mild narrowing of l5-s1 disc space. Mid ddd changes of the lower lumbar facets. No acute fracture or abnormal subluxation seen with flexion and extension and is stable. (B)(6) 2008 patient underwent left l5-s1 facetectomy, foraminiormy and discectomy, left l5-s1 tlif l5-s1 posterior instrumentation and posterolateral fusion; placement of epidural catheter using rhbmp-2/acs and nuvasive hardware. (B)(6) 2009-patient presents to the e.r. With complaints of right lower quadrant pain wrapping around to his back. Most recent spine surgery was in (B)(6) 2008. E.r. Physician suspects pain may be related to his chronic narcotic use, however he states his bowels have been moving. Discharged to home in stable condition. MRI of l-spine on (B)(6) 2009 shows post surgical changes from spinal fusion of l5 and the adjacent transitional vertebra. The disc spacer on the left protrudes slightly posteriorly to the left ventral epidural space. There is enhancement in the left ventral and lateral epidural space seen extending into the left l5-transitional neural foramen. There is probably compression of the l-6 nerve root. There is also enhancement encasing but not definitely compressing the exiting l5 nerve root. (B)(6) 2009-patient reported to e.r. For acute back cellulitis. Patient complains of red spot to his lower back. This has been ongoing over the last 4 days. The patient saw his neurosurgeon who did his back surgery, but he did not feel that this was associated with the surgery site. Patient placed on antibiotics of cipro and bactrim for the next 10 days. Encouraged to follow up with his primary medical doctor. (B)(6) 2010-removal of hardware of the lumbar spine; exploration and debridement and culture left parasagittal wound, exploration l5-s1 fusion . (B)(6) 2010 imaging studies indicated there has been removal of the posterior rods and pedicle screws. An interbody spacer is noted at l4-l5. On (B)(6) 2010 lspine xrays show disc space narrowing at l4-l5 and l5-s1. Posterior skin staples noted in the lower lumbar spine region. Moderate petrolisthes of l4 on l5.